Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this issue. Per ?the homechoice and homechoice pro apd systems patient at-home guide?, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 5. The home patient (hp) was connected. During troubleshooting it was determined that a clamp on an unused line was left open. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.